Event description:
It was reported that the patient became unresponsive approximately four hours post implant of the leadless implantable pulse generator (ipg). The patient was coded but ultimately passed away.

Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys/ expiration date: 14-dec-2022 / serial#: (B)(4) / UDI #: (B)(4). Device available for evaluation?: no. Dev rtn to MFR? No. Mfg date: 15-jun-2021. Labeled for single use?: yes. If information is provided in the future, a supplemental report will be issued.